Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device kept resetting when connected to a patient load. It was also noted; there was no defibrillation energy delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and observed that the device kept resetting when attached to patient load. It was also noted; there was no defibrillation energy delivered. The device was disassembled, and it was found that the white energy capacitor wire was disconnected from spade connector, designator j18. The disconnected connector was determined to be the cause of the observed issues. The customer received a replacement device, and the returned device was archived by stryker.